Event description:
The customer reported they had erratic questionable patient results and erratic quality controls (qc) for calcium and glucose on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The cause of the failure has not been determined; issue has not been resolved. The probable cause of failure is unknown. The investigation is in process. Further evaluation of instrument is needed. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse after multiple interventions, determined that the water pump was the cause of the issue. The fse replaced the water pump to resolve the issue. Performed system verification successfully without issues. The system returned to normal operation. No further issues noted after part replacement. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported that on (B)(6) 2025, they had erratic questionable patient results and quality controls (qc) for multiple analytes which included calcium (ca), unsaturated iron binding capacity (uibc), and glucose on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event.